Event description:
It was reported that the circuit failed the leak test. Additionally, there were observations of jagged edges and a connection issue.

Manufacturer narrative:
It was reported that the circuit failed the leak test. Additionally, there were observations of jagged edges and a connection issue. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This reportable event was previously submitted under MDR number 1423395-2026-00265. Following evaluation of the returned sample, it was determined that the event had been submitted under an incorrect manufacturer account. Therefore, the event is being resubmitted under the correct MDR number.